Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling due to fluid loss. It was noted that the outer layer of the cylinder was broken. The ipp was explanted and replaced. There were no patient complications reported.